Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The 3.5x12mm liberte' bare metal stent was unable to cross the lesion. As the physician was removing the device, a stent strut caught on the touhy and dislodged from the balloon outside the pt. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device wll not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.